Event description:
It was reported that the patient experienced an adhesive failure event on 05-jul-2024 as the infusion set came off about an hour after inserting at the site.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site:(B)(4).